Manufacturer narrative:
Lift actuator malfunction.

Event description:
It was reported by service report that the head was drifting down. There was pt involvement; however no adverse consequences are reported.